Manufacturer narrative:
The pipeline device will not be returned for evaluation as it remains implanted in the patient. From the reported information, there was no defect of the device during use. The cause of the event could not be conclusively determined from the reported information. Zanaty, m. Et al (2016). Failure of the pipeline embolization device in posterior communicating artery aneurysms associated with a fetal posterior cerebral artery. Case reports in vascular medicine, 2016, 1-4. Doi:10.1155/2016/4691275 all mdrs related to this article: 2029214-2016-00419 2029214-2016-00420 2029214-2016-00421. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature review that a patient required retreatment after pipeline implantation. The patient presented with a right parieto-occipital stroke and was incidentally found to have a right fetal posterior cerebral artery (pca) with a posterior communicating (pcom) aneurysm. The patient underwent pipeline treatment of the aneurysm. The six-month follow up showed that the aneurysm continued to fill. The patient eventually underwent elective microsurgical clipping of the aneurysm. The patient's karnofsky performance status was 70. The physician stated that pipeline treatment did not promote aneurysm occlusion due to high physiologic demand; high flow through the fetal pca and aneurysm sac remained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.